Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent an unspecified surgery. Intra-op, tip of the inserter was extremely worn down, almost flat and broke. It was noticed that a piece of the tip was missing and remained in the implant. It could not be retrieved. No patient complication were reported.